Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the pacemaker got infected but was eventually healed. The pacemaker is now on the other side of the chest of the patient. There were no additional adverse patient effects reported. The pacemaker remains in service.